Manufacturer narrative:
The unit is outside of design life and will be scrapped by the customer.

Event description:
It was reported by service report that the unit had exposed wires on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.